Event description:
It was reported that guidewire distal tip detachment occurred. The patient presented with atrial appendage closure. The target lesion was located in the heart. A 035/260/3mm amplatz super stiff wire was selected for use. However, during the placement of a watchman, the wire split at the distal end of wire. The wire was removed intact and another watchman was used to complete the procedure successfully. No patient complications were reported.